Event description:
The customer reported that the bottom of the reservoir chamber popped out, and he was not able to push back. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with loose motor support disk.